Event description:
Procedure was performed on the sfa. Pt had a 100mm sfa lesion that was predilated with 5mm balloon from a contralateral approach through 6f crossover sheath. A 7mmx120mm protege everflex was positioned for deployment. The physician pulled front handle to back handle and noticed 3mm of the stent was still in catheter. Tried to remove distal handpiece without success. The physician pulled on the delivery system to deploy stent which elongated the stent. Another 7x120 stent was put in to cover and secure elongated area. F/u angiogram was performed with positive outcome. Procedure was finished.